Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1 gm, every fourth day, for 15 days, discontinued) and amikacin injection (250 mg, once daily, for 15 days, discontinued) for peritonitis. The patient was discharged from the hospital seven days after the event onset. At the time of this report, the patient has recovered 15 days after the event onset. Pd therapy was ongoing. No additional information is available.